Event description:
It was reported that during a laparoscopic appendectomy procedure, they used device and first they changed the white cartridge to that instrument. Younger surgeon used first the instrument and she did not succeed to fire that instrument. After that senior surgeon fired the instrument with very high power; the white cartridge went broken to the patient´s abdomen. They found all those pieces of that cartridge. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4) = wedge sleds, pan, cartridge. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Crash. Were any of the forces higher or lower than expected (closing or opening)? Very higher after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Per the nurse, she thought that the younger surgeon has already started the firing and stopped then. The senior surgeon continued the firing after that with the same white cartridge with very high force. The analysis showed that the tsb35 device was received in good visual condition and with a tr35w cartridge reload present. The tr35w cartridge was received partially fired 1/5 and with the cartridge lock out tab damaged. After further evaluation, it was noted that there was damage on the cartridge pan surface. In addition the pan, and wedges were out of position. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The batch record was reviewed and no anomalies were noted during the manufacturing process.